Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that approximately three months after implant the patient had redness and swelling of the implant site pocket, increased blood counts and (B)(6) infection in the implant site pocket. The implantable pulse generator (ipg) and leads were explanted. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No further patient complications have been reported as a result of this event.